Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on may 7, 2021. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the product name was sb-0535fc. - lot no. 0zk supplementary information was 02. - a translucent, foreign object has been returned. - the tissue pad was worn, but did not come off and there was no damage to the edges that matched the foreign material. - omsc checked the appearance of the returned sb-0535fc, but found no damage that matched the foreign matter. - as a result of notifying the submitter of this confirmation result, we obtained information that the foreign matter may be a trocar used at the facility or a pocket (resin equipment for temporarily storing the equipment during the procedure). In addition, if there is no information that can be determined to be caused by sb-0535fc, we were informed that component analysis is unnecessary. - when we checked the DHR in the production lot number of the equipment, there were no abnormalities in the following items related to the event you pointed out. · [inspection] us oscillation confirmation. · [inspection] appearance. Therefore, based on the additional information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed olympus medical science sales co.,ltd. (Omsj) that during a laparoscopically assisted distal gastrectomy procedure, a white deposit was found at the base of the subject device. The user facility determined that the tissuepad was worn and peeled off. The intended procedure was completed with another device. There was no patient injury reported.